Event description:
It was reported the customer was experiencing high blood glucose for the past five days. The customer's blood glucose was 480 mg/dl at the time of the call. Customer had treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. The customer's insulin pump also passed all functional testing. It was also found the customer did not have a bent cannula after removing their infusion set. Customer's blood glucose had declined to around 200 mg/dl after treatment. However, customer stated their blood glucose rose after they resumed insulin pump therapy. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.